Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that an unidentified one touch meter had read inaccurately high. The reporter indicated that the alleged meter issue started on an unspecified date/time in 2008. As a result of the alleged issue, the reporter claimed that the patient developed symptoms of dizziness and lightheadedness 5-6 months later. In addition, the reporter alleged that the patient was hospitalized and received IV fluid treatment (unk contents) sometime this year approx the month prior, because of the alleged meter issue. The reporter also mentioned that some of the patient's medications were "removed". It is unk if the patient's blood glucose was tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, why the patient was hospitalized, what the IV fluid treatment was for, and if his blood glucose was tested during the hospitalization. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, what actions he took before he was hospitalized, what date/time the alleged issue began, what meter readings he got before and after the event, what actions he took in response to the meter readings, and if the patient was able to test his blood glucose on another device during the time of concern. The reporter did not have test strips while speaking to the one touch customer advocate (otca). Therefore, no troubleshooting was completed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized and received IV fluid treatment 5-6 months after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.